Manufacturer narrative:
Block b3: exact date unknown, event occurred september 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc8336700; model: sc-8336-70; serial/batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation to the affected arm. The patient underwent a revision procedure wherein the existing spinal cord stimulator (scs) paddle lead was placed adequately, and the implantable pulse generator (ipg) was replaced due to no longer wanting to charge. The patient was doing well postoperatively, and the explanted device will not be returned as it was not released by the facility.